Event description:
Device broke with 6 months of spinal fusion. Pt has developed radicular pain in both feet and legs. Some weakness noted in right leg, worsening bowel function. Numbness and tingling in lower extremities. Pain/disability increasing since 8/93.